Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5154110.

Event description:
It was reported that the patients lead had high impedance. The patient underwent a revision procedure wherein one of the two leads was replaced. The patient was doing well postoperatively. The explanted device was not returned as it was discarded by the medical facility.